Event description:
It was reported the pt had an increased recharge burden. A replacement charging system was sent to the pt and calculations of the diagnostics showed the recharge burden was within normal limits. The pt reported he was unable to charge and a second charging system was sent. It was reported the pt was able to charge the ipg once, but was unable to communicate with the ipg using the replacement charging system after the initial use. It was reported the issue may be related to the ipg, so surgical intervention may be undertaken to replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.